Event description:
Nurse successfully started an IV on this patient. She noticed that the catheter was leaking under the skin at the hub. She was forced to remove this IV and start another one, which did the same thing. Ultimately she used another brand and started a 3rd. She notified other staff who realized that this has happened 5 times in the last few days.